Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician decided to use a pod coil but was not satisfied on how the pod coil sat in the target vessel. Therefore, the pod coil was removed. The procedure was completed using two ruby coils. There was no report of an adverse effect to the patient.